Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where it was reported the solution leaked from the air vent. The event occurred during infusion of taxol. There was no concomitant device involved and no bleed back reported. There was no unprotected chemotherapy exposure in the event, and the chemo spill was cleaned up per facility protocol with a spill kit. No physical damage was noted on the product. The device was not reprocessed or re sterilized. The set was replaced, and therapy resumed. There was patient involvement, but no adverse event or patient harm and no delay in critical therapy. This report captures 3 occurrences.

Manufacturer narrative:
Three used samples #011-c32029 were returned for evaluation. As received, each filter vent on each sample was observed to be wetted out with prior infusate. No additional damage or anomalies were observed. Each sample was tested as per procedure and a leaks coming from the inlet / outlet filter vent was confirmed on each sample. Complaint of leaks can be confirmed based on the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional reporter: (B)(6).